Manufacturer narrative:
Additional information: device evaluation: no suspect product was received. Product evaluation was performed on a photograph the customer provided. The pictures show an eye being implanted with a monofocal lens claimed to be a johnson and johnson iol, model was not provided. It can be observed a scratch/crack like mark with triangular shape in the lens mid-periphery. The root cause and the potential clinical impact of the reported issue cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was defective as there was crack in the periphery of the lens. The surgeon left the lens implanted in the patient's operative eye as there was no impact to the patient's vision. The lens remains implanted. The patient's post-operative outcome was not available. No further information is available.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number:(B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.